Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The expiration date and date of manufacture are reported as unknown because it could not be confirmed which of two clips experienced the slda; therefore, the information is reported as follows: lot number: 50910u234; date of manufacture: 09/11/2015; expiration date: 09/30/2016. Lot number: 51010u107; date of manufacture: 10/12/2015; expiration date: 10/31/2016. The devices were not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported mr appears to be due to the slda and the fatigue, a cascading effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the devices.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that two mitraclips were implanted on (B)(6) 2016 reducing mitral regurgitation (mr) from grade 4 to 1. On (B)(6) 2017 the patient was unusually tired and went in for a check up. A transthoracic echocardiogram was performed and found a suspected slda and an mr of 4. A transesophageal echocardiogram was performed on (B)(6) 2017 which confirmed the slda and a second mitraclip procedure was performed, implanting two additional clips and reducing the mr to grade 1. No additional information was provided.